Event description:
Material no. 260480, lot no. Unknown. It was reported that the plastic body cracked and caused a laceration on the finger. Chrlorapred one step 1ml device malfunctioned. The plastic body cracked during use and lacerated my finger with a piece of shattered glass. This caused a deep laceration of my right thumb and despite have the glass removed, the pain persists. FDA report ID (B)(4) refer to mw5102214.

Manufacturer narrative:
Per batch record review, no non-conformance was noted during the manufacturing of this lot. This was the first complaint related to the lot number and defect reported. The photograph of the applicator supplied by the customer is of poor quality. Based on the photograph on one side of the applicator, there seems to be something underneath the wing (activation mechanism) but can not determined if it is a photographic shadow or a defect type. As a note, the wing mechanism is design that upon activation and usage, the end user does not contact the applicator body; thus, adding layer of protection. Based on photographs presented it is recommended to further investigated if the IFU might have not been followed, based on one of the harms was not on the fingerprint area, on two different fingers, and the fingers from both hands. The sample or photographs of better quality at different angles would greatly assist in conducting a more congruent investigation. The failure type could not be confirmed, and root cause could not be determined. No adverse trend observed. Bd will continue to track and trend. H3 other text : see narrative section.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). Complaint received via medwatch report # mw5102214.

Event description:
Material no. 260480. Lot no. Unknown. It was reported that the plastic body cracked and caused a laceration on the finger. Chrloraprep one step 1ml device malfunctioned. The plastic body cracked during use and lacerated my finger with a piece of shattered glass. This caused a deep laceration of my right thumb and despite have the glass removed, the pain persists. FDA report ID (B)(4) refer to mw5102214.